Event description:
It was reported that before an unknown procedure, tyvek delaminated during opening of blister; no further information is available. Procedure was completed with same like device. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Lot # = h43d4e, (device b); exp date = 02/08/2016, (device b) MFR date: (device b): 3/8/2011. Tyvek delamination, two packages, previously opened, were received with no sales unit cartons. Tyvek lids were visually examined and tyvek delamination was confirmed. Tyvek tore and stuck to the blisters when packages were opened due to tyvek delamination (separation of tyvek layers.) Tyvek delamination causes the package to be difficult to open and remove the device from the package using sterile technique. The package blisters were fine with no defects and there was evidence of seal transfer from the tyvek to the blister flanges on the entire circumference of the blisters. Package sterile integrity was not affected. Possible causes of tyvek delamination are tyvek quality, seal strength, or opening technique. Batch history records were reviewed with no protocols, defects, non-conformances or quarantine related to complaint issue noted. The product met all in-process and finished goods specifications upon release of the product.